Event description:
Reporter states customer reportedly received result of 75 mg/dl on the advantage system and 36 mg/dl on a professional's device within 10 mins. Customer was incoherent and not breathing at the time these comparisons were done; treated with dextrose and taken to the hospital. No actions taken based on device results. Requested return of suspect device and replacement was sent.